Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that during a percutaneous lung biopsy procedure, the coaxial needle fell of its hub. No patient injury.